Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. The suture broke during the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: h6. Additional h3 investigation summary: it was reported that the suture was broken when suturing. A labeled winding former and a dispensed needle/suture piece of product code sxpp1b453 were returned for analysis. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected, body fluids and marks by use could be observed on body needle. The strand was noted with body fluids. Damaged and stress at the end of the suture cause by use and surgical instrument could be observed. No functional test could be performed due to sample condition. The manufacturing records couldn't be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/02/2020. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.